Event description:
Reporter stated that when IV was started on home patient receiving solumedrol, IV catheter with attached interlink microbore extension, backflowed blood into the posiflow valve. Reportedly, the nurse clamped off the set and there was no adverse patient event as a result of this report.